Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error" message that could not be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection revealed that the battery partition cover was missing and both head restraint brackets needed to be replaced. The battery partition cover and head restraint brackets were replaced as part of service. However, these issues are unrelated to the reported complaint. Battery management was also not a contributing factor to the error code 136. The reported complaint of a "system error" message was confirmed. Archive data review did not find any sessions on the reported event date of (B)(6) 2014. However, error code 136 (internal parameter corrupted) was found to have occurred on (B)(6) 2013. Additionally, the system error message was observed when the platform was powered on for investigation. Initial functional testing could not be performed due to the observed error code 136. Further investigation into the platform identified that the processor board was defective. Upon replacement of the processor board, the platform passed all final testing criteria. In summary, the customer's reported complaint of a "system error" message was confirmed through archive review to have occurred on (B)(6) 2013. Investigation revealed that the "system error" message was due to a defective processor board. The processor board was replaced and the platform passed all functional testing criteria. In addition, the patient head restraint brackets and the battery partition cover were replaced. Although these parts were not related to the customer's reported event, they were replaced as part of servicing the platform.